Event description:
It was reported by the customer that a generic bd pyxis¿ medstation¿ es device did not cross with orders, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name upon investigation of the actual device used in this incident, it was determined that the sql database instance was lost during the startup of the care coordination engine service. A technical support specialist (tss) dialed into the station and restarted the care coordination engine service to resolve the issue. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server, device did not cross with orders, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.